Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "isolated cysts." Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, an opening, red particles on the shell, and red biological tissue. Device analysis, performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported, left side rupture. And "isolated cysts". Device has been explanted.